Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The decision was made to reposition this lead. All measurements normal. No adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.